Manufacturer narrative:
PMA number provided.

Event description:
The physician was using a pacific xtreme device to treat a lesion in the sfa-pop. The lesion exhibited little tortuosity and calcification. Physician pressurized the balloon 4 times (7, 10, 7, 10 atm) with no issue reported. He withdrew the relevant device once for angiography and confirmed that a slight dissection had occurred to the target lesion. He attempted to deliver the relevant device again to dilate the lesion and treat the dissection, but resistance was felt. He managed to advance the device to the target lesion and attempted to pressurize; however the balloon failed to dilate. On removal of the device, it was noted that the internal guide wire tube was damaged. It was reported that the dissection was treated with another manufacturer balloon catheter. No other clinical sequelae were reported. Device evaluation: the balloon is undamaged (no leaks, burst or other anomalies). A hole was identified in the internal guide wire tube. No damage was identified on the outer shaft

Manufacturer narrative:
(B)(4). Evaluation result: inherent risk of procedure (dissection). Incorrect technique/procedure (user handling caused damage to the inner lumen). Evaluation conclusion: known inherent risk of procedure (dissection). Use error caused or contributed to the event (user handling caused damage to the inner lumen).